Manufacturer narrative:
Reported event: an event regarding implant not fully seated, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: -device history a review of the DHR associated with rio 366 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding implant not fully seated. There were multiple reported events ((B)(4)). Conclusion: the log file data and session plan from the case was reviewed. An analysis of the cup reaming and cup impaction was completed. Based on the analysis, the cup size was 56 and a reamer size of 55 was used. In addition, deeper reaming on the posterior side of the acetabulum and proud depth of impaction may have caused the implant to not seat properly. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon had difficulty reaming and impacting with the robotic arm, resulting in implant malposition. The surgeon removed the 48 cup then manually reamed to ensure proper fit and replaced it with a 50 cup. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon had difficulty reaming and impacting with the robotic arm, resulting in implant malposition. The surgeon removed the 48 cup then manually reamed to ensure proper fit and replaced it with a 50 cup. The case was successfully completed and there was no harm to the patient.